Event description:
It was reported the patient had some blisters on his head. Patient felt itching under scalp and little edema. The patient had gone back to hospital for dressing wounds on (B)(6) 2010. It was suggested pt return to the hosp again as soon as possible. It was later reported pt went to hospital for handling. It was noted there still existed an infection in the back of pt's ear and a "mung" bean size blister. The physician advised the patient to take some medicine to control the infection. Patient was told if infection continued to get worse, patient will go back to hospital. Patient had device explanted and replaced. It was noted lead/extension/accessory breakage. At the time of this report, no further details were reported. Add'l info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Blister. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.